Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's multi-gas module and adjusting the power supplies. Unit was calibrated and safety tested to factory's specifications. (B)(4).

Event description:
Customer reported an issue with the gas module ii, which may have affected patient gas monitoring. No patient injury was reported.